Manufacturer narrative:
No anomalies detected by checking the manufacturing charts of overall lot# involved (delta one tt cup, lot# 201712622; delta neutral liner, lot# 201712961; delta protruded liner, lot# 201713848) on the overall number of pieces manufactured with these lot#, thus indicating that no pre-existing dimensional anomalies could have affected the pieces before being placed on the market. No other complaints received on these lot#. We will send a final emdr once the evaluation will be completed.

Event description:
Intra-op difficulty experienced when positioning a delta protruded liner #l (lot# 201713848) inside a delta one tt cup (lot# 201712622). Several attempts were made before trying to insert a delta neutral liner of the same size (#l). Unfortunately, the same issue - impossibility to properly seat the liner inside the cup - was experienced even with the neutral liner. Delta one tt cup was then removed and some attempts to seat both the neutral and the protruded liner into the cup have been done whilst outside the patient. Even in this case, it was impossible to fully engage the liner and the cup, resulting in the liner spinning and coming out and causing a prolonged surgery time of 1 hour. At the end, it was decided to replace the cup with a multihole cup (code and lot# of the cup was not reported to lima corporate) and a new protruded liner + metal liner were then used (code and lot# of the liners were not reported to lima corporate). Surgery was completed successfully by using a 32 mm liner impactor. Surgeon was happy with the final result. Event happened in (B)(6) on (B)(6) 2018.

Manufacturer narrative:
No anomalies detected by checking the manufacturing charts of overall lot# involved (delta one tt cup, lot# 201712622; delta neutral liner, lot# 201712961; delta protruded liner, lot# 201713848) on the overall number of pieces manufactured with these lot#, thus indicating that no pre-existing dimensional anomalies could have affected the pieces before being placed on the market. The total number of the implanted product belonging to these lot# is: 27 neutral liner (out of 40 manufactured), 22 protruded liners (out of 40 manufactured) and 7 cups (out of 9 manufactured). No other complaint received on these lot#. Limacorporate received all the three products involved for analysis. A dimensional check has been performed in order to evaluate possible defects that could have caused the impossibility of coupling the liners with the cup. The cup did not show any anomaly, all the relevant dimensional parameters where within tolerances. The poly liners were instead unavoidably deformed. As this deformation was not pre-existing on the liners, the slight change in some dimensions is likely related to the sterilization process (at high temperatures) they undergone after use and to the intra-op use itself, especially considering the several attempts, made by the surgeon, to couple them with the cup. We also attempted to couple the cup with both the liners: after inserting the poly liner with the fingers and checking for its correct lodging, we proceeded with the axial impaction as per surgical technique; after the impactions, the liner completed its conical coupling inside the cup, and remained fixed. This happened for both the liners involved in the intra-op issue. Therefore, despite the above mentioned slight deformations of the liners, the coupling indeed succeeded and no stability problems were detected, nor with the protruded liner nor with the neutral one. The test allowed us to confirm that the delta poly liners perform well during the surgery, if the indications reported in the surgical technique are properly followed. Surgeon remarks: there was no soft tissue impingement affecting the stability of cup-liner coupling. He suspected that the angle of impaction was not sufficient when using the dia.36mm impactor due to the patient size. He said that the dia.32mm impactor allowed some extra degrees movement when placing the impactor into the patient, to enable him to apply pressure centrally during liner impaction. We cannot go back with certainty to the causes of the intra-operative issue. Our internal tests with the returned devices confirmed the full functionality of all of them. Difficulty of using the correct size of liner impactor (dia.36mm) due to patient size and consequent use of a dia.32mm impactor could have contributed to the issue. Pms data: we are aware of 16 cases of instability of coupling between cup and protruded liner (cod.5886.50.xxx-5886.51.xxx) and 4 similar cases occurred between cup and neutral liner (5885.50.xxx-5885.51.xxx) on the total of 42.695 protruded liners and 36.973 neutral liners sold ww from 2007. Thus, the occurrence rate is 0,037 % for the protruded liners and 0,011 % for the neutral liners. All the cases investigated were not product-related. No corrective action planned for this case. Limacorporate will continue monitoring the market to promptly detect any similar issue.

Event description:
Intra-op difficulty experienced when positioning a delta protruded liner i.d. 36mm #l (lot# 201713848) inside a delta one tt cup (lot# 201712622). Several attempts were made with the protruded liner, then surgeon tried to insert a second (neutral) liner of the same size (i.d. 36mm #l). Unfortunately, the same issue - impossibility to properly seat the liner inside the cup - was experienced even with the neutral liner. Delta one tt cup was then removed and some attempts to seat both the neutral and the protruded liner into the cup have been done whilst outside the patient. Even in this case, it was impossible to fully engage the liners and the cup, resulting in the liners spinning and coming out and causing a prolonged surgery time of 1 hour. At the end, it was decided to replace the cup with a multihole cup (code and lot# of this second cup were not reported to limacorporate) and a new protruded liner + metal liner were then used (code and lot# of the liners were not reported to lima corporate). Surgery was completed successfully by using a 32mm liner impactor. Surgeon was happy with the final result. Event happened in UK on (B)(6) 2018.